Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per sb (B)(4) replaced worn fingers on complete pressure tip adjusters with replacement kit. Also replaced broken left hinge on irrigation safety cover. Per (B)(4), added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. (B)(4).

Event description:
It was reported by the rep the pressure would not regulate and the pressure would be too high. The device was swapped out and the procedure was completed with no patient consequences reported. The device will be returned.